Event description:
It was reported by the patient that they were unable to establish telemetry while attempting to send a manual transmission with their remote monitor. The patient was advised to go to the clinic to rule out any potential implanted device concerns. Attempts to obtain additional information from the patient's clinic have been successful. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.